Manufacturer narrative:
(B)(4). The vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the gas delivery engine (gde) and ran the operational verification procedure (ovp). The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. The suspect faulty gas delivery engine (gde) was received by the vyaire failure analysis lab and an investigation was performed. The issue reported by the customer was confirmed and duplicated. The reported problem was determined to be isolated to the tca assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator does not have any output / no flow. It is unknown whether there was any patient involvement associated with this event.